Manufacturer narrative:
This event occurred in (B)(6). UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an na value of 68.0 mmol/l, which repeated as 143 mmol/l. The sample initially resulted with a k value of 2.23 mmol/l, which repeated as 4.62 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer adjusted the dilution nozzle and replaced the degasser. The issue no longer occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.